Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, resistance in the lesion area was severe. When the device was pulled back, the stent was caught in the guide catheter and the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.